Manufacturer narrative:
Concomitant medical devices: 694765, lead, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was dislodged. The lead was reprogrammed off then explanted and replaced. No patient complications have been reported as a result of this event.